Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive b-hcg results on the architect i2000sr analyzer. The following data was provided: initial 48 miu/ml, repeated in duplicate <1.2 miu/ml. The woman was confirmed not pregnant via sonography. 2nd patient (B)(6) initial 39, repeat <1.2, 109 miu/ml there was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. Historical performance of all reagent lots were evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for all the reagents lots are within the established control limits and no unusual reagent lot performance was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.